Event description:
A veptr ti lumbar extension size 11/220mm radius broke post operative and was removed. An x-ray was taken post operatively because the scoliotic curve had increased and showed the rod was broken. The rod broke where the profile changes from flat to round. The broken rod was removed. The surgeon had to change the implant but kept the same kind of construction.

Manufacturer narrative:
Investigation is ongoing, no conclusion can be drawn. Review of manufacturing records for this lot number has been requested.